Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia while on insulin pump therapy with elevated blood glucose (bg) over 500 mg/dl and nausea associated with an alleged tactile change keypad issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the ok button on the keypad was under responsive to user presses. This complaint is being reported because the alleged hypoglycemia was alleged to be related to an unresponsive keypad issue.